Event description:
It was reported that this right ventricular (rv) lead exhibited shock lead impedance (sli) measurements that were greater than 125 ohms, which was out-of-range. The patient presented to the emergency room (ER) for receiving an electric shock from this implantable cardioverter defibrillator (ICD) system. Device interrogation revealed a code 1005, indicating an open circuit condition, during a ventricular episode. The attempted shock did not convert the arrhythmia. Technical services (ts) analyzed device episode data and found that there was noise on the shock channel of this lead that was being over-sensed, but the ventricular episode was deemed appropriate based on the rate. It was also noted that the sli had been increasing gradually. Ts provided troubleshooting including reprogramming, but recommended lead replacement. This lead was surgically abandoned during the generator therapy upgrade procedure. Another rv lead was successfully placed. No additional adverse patient effects were reported.